Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, it was confirmed all virtual machine (vm) servers were lost for an unspecified reason and rebuilt from scratch. As a result, this caused all host devices to lose connection to the central station. The case was escalated and the rse instructed it and the customer to load the central station application software (sw) on the newly created virtual machines (vms). The rse assisted national support specialist (nss) with the installing, licensing, patching and restoring archive. Once back online, philips remoted in to resume connection for all devices, as well as ran them through system setup to get them connected once again to the central station. The rse had it and the customer verify functionality along with hl7 data flow, all systems returned to working specification. The rse confirmed this was a philips supplied network. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on the patient information center ix indicating their hospital site had a catastrophic failure and that all of their monitoring was down. The device was in use on patient at time of event, there was no adverse event reported.